Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device issue: balloon rupture. Time of device issue: during procedure. Adverse event: none. It was reported that the balloon ruptured during use. It was not reported at what atm the balloon ruptured. There were no reported adverse patient effects. No additional information was provided.